Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose reading was 157mg/dl. Troubleshooting was performed, and the drive support cap was loose. The caller stated that the device also was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor. No alarms noted. Drive support disk was inspected and no anomaly was noted. Missing end cap sticker noted.